Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/20/2020. Additional information: d10, h6. A manufacturing record evaluation was performed for the finished device pbm783 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance breakage needle. An unopened sample of product code w3664, lot # pbm783 was received for evaluation. The complaint sample was not received for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The suture was dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance breakage needle were found. Additional h3 investigation summary: additional product was received. It was reported performance breakage needle. An unopened sample of product code w3664, lot # pck742 was received for evaluation. The complaint sample was not received for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The suture was dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance breakage needle were found.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the broken needle retrieved from the patient? Was the procedure completed successfully? Was there any adverse consequence associated with the patient? Name of the procedure? Tissue on which used? Date the event occurred? Initial procedure date? What is the patient¿s current health status and condition? Device return status/follow up?

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and suture was used. The needle was broken in half. Tip fell out the packet and on to the floor. Rest of the surgery carried on. There were no adverse patient consequences reported.